Event description:
Procedure: pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Add'l info has been requested but not yet rec'd. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Other relevant history: cystourethrocele and rectocele concomitant therapy: avaulta anterior biosynthetic support system reason for mesh implantation: cystourethrocele and rectocele procedure (s) performed: anterior and posterior repair of the vagina with mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.